Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was sutured down, and the physician noticed an insulation defect near the suture collar. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the outer insulation and coil at the proximal region. The cause of the reported event was due to procedural damage.